Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: h6 (medical device problem code). Due to character limitation in block e1: event site address line: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that unit was powering up with green top screen. Verified green screen. The fse replaced the top display. The unit passed all functional and safety tests as per manufacturer's specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional point of contact-(B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) was having display issues. There was no patient involvement.